Event description:
The core sumex drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The core sumex drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event was confirmed. During the evaluation, the repair technician found the device had a bias current error. It was also determined that the drill had high amps and was noisy. The rotor assembly, motor end and coil assembly required replacement due to wear. It is possible, based on the risk documents, that the failures were associated with wear of the components. The affected parts were replaced.

Manufacturer narrative:
An initial evaluation was completed and submitted to the quality engineer for further analysis. A follow up report will be filed after the quality investigation has been completed.